Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-16, serial/lot #: (B)(4), ubd: 20-jan-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too shallow. Following deployment of the valve, the valve dislodged into the ascending aorta. A second transcatheter bioprosthetic valve, was implanted valve-in-valve. Both valves remain in the ascending aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of the delivery catheter system (dcs) involved in this previously reported event. There is no evidence to suggest the dcs caused or contributed to the serious injury. Additional information reported that positioning issues were not initially encountered with the placement of the first valve. The ph ysicians were attempting to place the valve shallow to avoid the possibility of having to use a pacemaker. The first valve was fully deployed and dislodged into the ascending aorta. The first valve was left in the ascending aorta and the second valve was successfully implanted in the native annulus. No additional adverse patient effects were reported. Removed h6 eval code method: b18 that applied to the dcs. Removed h6 device code: a150203 removing previously reported continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-16, serial/lot #: 0010100831, ubd: 20-jan-2022, UDI#: 00643169987265 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.